Event description:
Customer reported the x-ray tube is making a popping noise (arcing). No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage connectors. System operates as intended.